Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's parent that a skin irritation causing an abscess to develop had occurred. Symptoms began 2 day into usage. The affected site was treated with an unspecified cream and antibiotics.